Manufacturer narrative:
(B)(4).

Event description:
The pt experienced intermittent stimulation when the device was on. There was no known accident or incident related to this complaint. She experienced a loss of therapeutic effect in the last month. She has been recharging; however, the stimulation was not working. She was at home in fair condition. Additional info has been requested.